Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the foreign material found clogging the insufflation channel, it was also found that the device had air/water flow issues. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had too much pressure in its air/water channel during a rhinaer procedure. There was no report of patient harm. The device was returned, evaluated, and the nozzle of the insufflation channel was clogged by a black rubbery material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.